Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the electrical allegations were not confirmed -and lead resistances measured normal. Helix issue allegation was not confirmed and helix mechanism is functional in laboratory setting.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and low amplitude. Hence, the lead was surgically explanted. Moreover, during the procedure the physician could not retract the helix. No additional adverse patient effects were reported.